Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced an elevated blood glucose level of 473 mg/dl. The customer reported the suspected cause to be consumption of a snack. The customer delivered a correction bolus via the pump. Subsequently, it was reported that the wake button on the pump was no longer functioning. The customer's blood glucose level was 151 mg/dl. During troubleshooting with tandem technical support, it was confirmed that the customer was able to access the pump features by plugging the pump into a power source. Reportedly, the customer would continue use of the current pump for insulin therapy until the replacement pump was received.